Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation showed no damaged to the returned devices. During device functioning, both devices were able to deploy or retract and a 0.06in (1.15mm) gage pin was able to go through both devices.

Event description:
It was reported that during hip arthroscopy surgery the nitinol will not go through the tip of the retractable cannulated knife, straight. They opened two knifes and both had the same issues. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update, 25-mar-2021 -sac the surgery has been finished successfully with the same device, different batch no.